Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: qp1a.190711.020.g960usqu9fvb2. Cloud - smartphone hardware: sm-g960u. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they had high blood glucose levels (>400 mg/dl) and feeling unwell, leading her to go to the hospital on (B)(6) 2025. She was admitted to the hospital for two days and discharged on (B)(6) 2025, with a diagnosis of hyperglycemia and diabetic ketoacidosis (dka). Treatment included intravenous (IV) fluids and an insulin drip. The customer experienced issues with her omnipod 5 app, preventing her from reviewing her history or confirming the pod sequence number. Her glooko report indicated multiple pod changes and high sensor glucose values. Despite troubleshooting, the patient continued to experience elevated blood glucose (bg) levels and automated delivery restriction alarms. She confirmed the pod cannula was inserted correctly, with no redness, swelling, or insulin leakage at the pod site. The customer was unable to upload logs due to app issues. The pod was worn between 4 and 24 hours on the abdomen. The pod was discarded.